Event description:
According to the reporter, during laparoscopic gastric sleeve procedure, the device had stuck on the tissue while firing. No patient injury has been noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.